Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro and the physician considered that the char was excessive and caused a potential risk to this patient. After the procedure, the doctor noticed some charring above the electrode. The char was between the tip electrode and electrode 2 at the plastic ring separating the electrodes. The patient had no complications. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considered that the char was excessive (based on their clinical experience). The physician considered that the amount of char observed caused a potential risk to this patient. The doctor estimates the risk to be increased. The system did not present any error messages nor did the physician / user see any product problem. There were no issues related to temperature nor flow on the catheter. The generator parameters: qmode+, 90w, temperature target: 55°c, temperature cut off: 65°c. The patient was anticoagulated. Act >300. Maintained throughout the case. The catheter settings selected on the generator were correct. The pump was switching from ¿low¿ to ¿high¿ flow during the ablation. The duration of the ablation used was not greater than 60 seconds (qmode+ - 4s). The average contact force was not greater than 25 grams. The physician aims for 5-15grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was 2s. Heparinized normal saline was used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro and the physician considered that the char was excessive and caused a potential risk to this patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-apr-2025, observed a hole in the surface of the pebax and reddish material inside. The bwi product analysis lab became aware of a hole in the surface of the pebax on 21-apr-2025 and have also assessed this returned condition as reportable. The device evaluation was completed on 21-apr-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and temperature and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole in the surface of the pebax and reddish material inside. The temperature and impedance test was performed and no temperature was displayed due to two open circuits in the tip area. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the char issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The temperature failure is unrelated to the reported event. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿char was excessive and caused a potential risk to this patient¿ issue. In addition, biosense webster inc. Analysis finding of ¿a hole in the surface of the pebax and reddish material inside¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿two open circuits in the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 02-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).